Manufacturer narrative:
H3: product analysis of part # a11b ; lot # 218703350 analysis summary: visual and functional examination of the instrument confirmed the shaft is broken at the score line. The device failed as intended by design. The score line is designed to separate when the physician usage exceeds a predetermined tensile value. Separation at the score line limits the amount of rotational force that can be applied to the distal end of the curette. This minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. The above observations are consistent with exceeding the design limits of the instrument. The curette handle as been autoclaved and no longer functions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from user facility via manufacturing representative regarding patient with primary osteoporosis and compression fracture suggested for spinal therapy. Event occurred intra-op. Levels implanted l5. It was reported that the tip did not move even though the handle was grasped outside the operating field before use. It was replaced with a new curette immediately and there was no problem. The curette was opened and the lever was grabbed, but it didn't move. Since the switch was unlock, the sales rep explained to the physician to switch to lock, and when it was switched to unlock, the lever started to move, but the tip part did not work together. No patient symptoms or further complications reported. Device is being returned. Therapy used was percutaneous kyphoplasty.